Manufacturer narrative:
A ge service rep performed an on site investigation. The power plug connections were tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system is not saving images and intermittently shuts down. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.